Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion (bd) alert in the remote monitoring system. Premature battery depletion was suspected and a request was made for technical services to review the data and provide a replacement interval. Technical services confirmed the bd alert and that the battery was depleting faster than expected due to an increase in power consumption. Device replacement was recommended for within 90 days. If more time was needed, new data could be reviewed before the end of the 90 day window. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative reported the device was planned to be replaced in (B)(6) 2024.

Manufacturer narrative:
This report will be updated when additional information is received. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion (bd) alert in the remote monitoring system. Premature battery depletion was suspected and a request was made for technical services to review the data and provide a replacement interval. Technical services confirmed the bd alert and that the battery was depleting faster than expected due to an increase in power consumption. Device replacement was recommended for within 90 days. If more time was needed, new data could be reviewed before the end of the 90 day window. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative reported the device was planned to be replaced in february 2024. In march the explanted device was received for analysis. No additional adverse patient effects were reported.